Manufacturer narrative:
Tgt2815/8153241 UDI: (B)(4). Tgt2815/8064093 UDI: (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic dissection using gore tag thoracic endoprostheses. On an unknown date, imaging showed the false lumen had become aneurysmal (amount unknown) due to blood flow from a re-entry tear created near the distal flare of the endoprosthesis. There was a thoracoabdominal aortic dissection below the tear. On (B)(6) 2016, the patient underwent additional procedure. The patient's abdominal aorta was already replaced with a graft. Bypass to branches of the abdominal aorta was made before the procedure. Two conformable gore tag thoracic endoprostheses were implanted from the abdominal graft to the previously implanted endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.